Event description:
Discordant, falsely low calcium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument and resulted the same as the initial results. The samples were then rerun on an alternate dimension vista instrument and resulted higher. The rerun results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the laboratory had performed their own troubleshooting prior to calling. Quality controls were run and were within range and calibration passed. The customer ran a patient sample with a known value on the instrument and it resulted as expected. The customer then performed a precision study by running the known patient sample and the two samples that discordant results were obtained on in replicates of five on both the dimension vista 1500 instrument (s/n (B)(4)) and the alternate instrument. The results were precise on both instruments and the samples that had initially resulted low also resulted low during the precision run on the dimension vista 1500 instrument (s/n (B)(4)) and resulted higher on the alternate dimension vista instrument. The known patient sample resulted the same on both dimension vista instruments. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse inspected the patient samples and informed the customer that the two patient samples appeared to contain fibrin. The customer did not have patient history available and therefore it could not be determined if clotting issues should be expected. The cause of the discordant, falsely low calcium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.